Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tabs broke off.

Manufacturer narrative:
Examination of the returned instrument confirmed both tabs broke off. A search of the complaint database found this product is part of a medical device correction notice that was distributed on february 25, 2013 via (B)(4). CAPA (B)(4) was created on december 11, 2012 and found the root cause of this failure was a missed design input of how the instrument could be used; lateralized or with side loading. (B)(4) was implemented on april 28, 2014 to add a sleeve component to reduce deflection at the reamer-to-reamer interface. The complaint sample is of the old design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.